Manufacturer narrative:
Data correction: the code knh was replaced with hhs.

Manufacturer narrative:
Essure health care professional general questionnaire was received on 23-feb-2015. It states that a (B)(6) female patient who had no previous gynecological interventions, problems or procedure, had essure (lot number c06523, expiration date 31-dec-2016) inserted on 03-jun-2014. The patient was 11 weeks postpartum at time of insertion (delivery on (B)(6) 2014). According to physician cervical dilatation as well as analgesia and general anesthesia (monitored anesthesia care) was applied during procedure. No sounding was done during insertion. The physician considered the insertion and visualization tubal ostium (both visualized) easy. The fluid during hysteroscopy was less than 1500cc and the procedure did not take more than 20 minutes. There were no problems or adjustments with original placement. The type of back-up contraception used by patient after essure insertion and before total occlusion confirmation was unknown to the reporter. On (B)(6) 2014, a hysterosalpingogram was performed and coil was found to be expulsed in uterus and broken (coil dislodged and broke after placement at unknown time prior to hsg). On (B)(6) 2014, following patient request, essure device was removed via hysteroscopy from uterine wall (device was broken at tip and in the uterine cavity) and, on the same day ((B)(6) 2014), right side coil was re-placed. No hysterectomy or salpingectomy was necessary. No perforation or hospitalization occurred. No related diagnostic tests were performed and there are no pathology results. Patient recovered from symptoms after surgery. Company causality comment: this spontaneous and medically confirmed case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and coil broke off at the tip and after months, the essure was removed from uterine wall through hysteroscopy. The device breakage is non-serious and the essure embedment is serious. According to essure reference safety information, the breakage is unlisted while the embedment is listed. According to product technical complaint (ptc) analysis, the breakage is listed. Single cases have been reported of essure breakage. In this particular case, the essure broke off at the tip and the remainder was expulsed. Given the nature of the reported event, its causal relationship with essure use is assessed as related. Uterine perforation may occur with any trans-cervical intrauterine procedure, including insertion of essure. Most often, it occurs during insertion. An embedment can be understood as a partial perforation when the essure inserts have penetrated the myometrium. In this particular case, even though the perforation was diagnosed a few months later, since it occurred after essure placement, this event was considered related to essure. Previously, based on device breakage information (malfunction) received, the case was considered other reportable incident. However, upon receipt of information the case is regarded as incident due to required intervention. A ptc analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit.

Event description:
This is a spontaneous case report received from a (B)(4)-year-old female consumer in united states on (B)(6) 2014 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent contraception. On (B)(6) 2014, during 3 month modified hsg test, right insert was shown in uterus and not in fallopian tube. Consumer was otherwise ok. Essure was not removed. Upon follow up information received on (B)(6) 2014 from physician this case was upgraded to other reportable incident: physician was added as reporter and this case was considered medically confirmed. It was reported that essure procedure was done on (B)(6) 2014; the lot number used was c06523. The essure coil broke off at the tip and the remainder was expulsed (not specified when). The patient was rescheduled for right coil insertion. Patient had no injuries. Bilateral placement was achieved. No further information was provided. Ptc investigation result was received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded "unconfirmed quality defect". No further ae case reports have been received to date in relation to batch no. C06523 (production date 30-dec-2013 and expiration date 31-dec-2016). No batch signal could be identified. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this spontaneous and medically confirmed case report refers to a (B)(6)-year-old female patient who had an attempt to insert essure (fallopian tube occlusion insert) and coil broke off at the tip and remainder was expulsed. This event, interpreted as device breakage, is non-serious and listed according to product technical analysis (ptc). Single cases have been reported of essure breakage. In this particular case, the essure broke off at the tip and the remainder was expulsed. Given the nature of the reported event, its causal relationship with essure use is assessed as related. Previously, it was informed that at hsg (hysterosalpingogram) the right insert was in uterus and not in fallopian tube and the case was assessed as non-incident. Later, based on device breakage information (malfunction) received, the case was upgraded to other reportable incident. A ptc analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Further information has been requested.